Manufacturer narrative:
An event regarding revision involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported by sales rep that patient had revision of right knee in 1999. Sales rep is unaware of the reasons. 09/17/2014: additional conversation with the sales rep indicated that the surgeon believed that the patient had a revision in 1995 but he was uncertain if stryker devices were revised at that time. The details of these revisions are not clear.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by sales rep that patient had revision of right knee in 1999. Sales rep is unaware of the reasons. On 09/17/2014: additional conversation with the sales rep indicated that the surgeon believed that the patient had a revision in 1995 but he was uncertain if stryker devices were revised at that time. The details of these revisions are not clear.

Manufacturer narrative:
The catalog number, lot code, specific device description and reason for the revision were not provided. The device is an unknown right knee. The sales representative was told that the surgeon that he believed the patient had a previous knee revision in 1995. The sales rep confirmed that the hospital would not allow him to access any of the patient's medical records to clarify this revision.

Event description:
It was reported by sales rep that patient had revision of right knee in 1999. Sales rep is unaware of the reasons. On (B)(6) 2014: additional conversation with the sales rep indicated that the surgeon believed that the patient had a revision in 1995 but he was uncertain if stryker devices were revised at that time. The details of these revisions are not clear.